Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1 d4 d9 h3 h4 h6. Clarification to d6a implant date: 2010 (year only received.) Laboratory analysis summary the device related to the reported event of rupture and visibility/palpability was received on january 22, 2025 with lot number 1766924. Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" later confirmed by MRI and "feel firm". Record is for right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b; h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture." Healthcare professional later reported "rupture" confirmed by MRI and "feel firm". Record is for right side. Device remains implanted.